Event description:
An optician reported that a patient experienced a corneal abscess in his left eye associated with wear of night&day contact lenses. An ophthalmologist prescribed treatment with proximol and maxidrol. No further information was provided. Request has been made for additional information, however no further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "the case is considered as a possible infectious corneal ulcer". The device history records & sterility records have been reviewed, and found to be in compliance.